Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak (diluent) dripping on far left side of the coulter lh 750 analyzer and sensor (7) errors were generated. The user was wearing personal protective equipment (ppe) consisting of lab coat and gloves at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the reservoir tubing and fluid detector. Repairs per established procedures were verified and results meet published performance specifications. The root cause for the leak was associated with the unit's reservoir tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.